Manufacturer narrative:
The full lead was returned in segments, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2014 d. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for the right ventricular (rv) lead. The lead exhibited high and undefined pacing impedance, high and undefined rv coil impedance, high and undefined superior vena cava (svc) coil impedance, and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.